Manufacturer narrative:
Eval: a partial datascope iab, consisting of two membrane sections, was returned for eval. Dried blood clots were noted within each membrane section. Abrasion markings were observed on the balloon surface. The inner lumen and membrane sections were noted to be kinked and severely elongated. Smooth-edged slices were observed in the membrane. The primary balloon penetration could not be located. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to locate the primary penetration which allowed blood to enter the device. It is possible that the damage to the balloon membrane obscured the primary penetration or that the initial leak was in the section of iab not returned for eval.

Event description:
The iab leaked and the iab was removed. No second iab was inserted. On 3/30/98, the following was reported to datascope: the iab alarmed "check iab catheter" and the iab timing was checked and re-adjusted. No blood alert alarms sounded. Blood was noted inside the tubing. There was no pt injury or complication as a result of the event. On 4/8/98, the following info was reported to datascope: the iab was inserted into the pt on 3/3/98 at 3:15 pm via a femoral cutdown (surgical inserted). On 3/6/98 at 12:15 pm the iab leaked. The dr had difficult removing the iab and the iab was surgically removed. [Event complications]: none from the event-reported 3/6/98, 3/30//98, 4/8/98. [Pt's current status]: discharged-rpt'd 4/8/98.